Manufacturer narrative:
This system was ordered by the dealer (((B)(4).). The critical client specs were requested and provided for the client weight, the client finished knee to heel length, and total height. The client's body type and specification for seat size, seat height, weight and dimensions were all within the original wheelchair base manufacturer's product offering. From the report, we see that the end user was independently transferring to the other chair and the transfer activity was not done in presence of a qualified healthcare professional. It is noted that the motion concepts user manual provided with this system included the following warning: "determine and establish your personal safety limits by practicing bending, reaching and transferring activities in the presence of a qualified healthcare professional before attempting active use of the wheelchair". However, in this case it was not followed by the end user. It is clear, that the incident was not as result of a malfunction of the wheelchair.

Event description:
On 27-april 2017, motion concepts was notified by invacare corporation of an alleged incident involving one of our trxulmxt50(cg) system. Invacare was informed by their dealer, national seating and mobility, that the end user was using her rovi when it just stopped working. Then she decided to independently transfer into her back up chair. During her transfer, no contact was made with either wheelchair and she fell. Her caregiver, rachel, a friend, and end user's mom were present during the incident. The end user emphasized that the injury was her fault. She does not blame the chair for it.